Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 452 mg/dl. The customer treated with the pump. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. The customer was advised to check his blood glucose 2 hours later after doing an infusion set change. The customer was advised to check his blood glucose often.